Manufacturer narrative:
(B)(4). This device has been returned to baxter and is currently in the process of being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty channel a phm (pumphead module). Channel a phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Event description:
The facility representative reported a colleague infusion pump with failure code 867:00. There was no report of patient involvement, injury, or medical intervention related to the device. During the product evaluation at baxter, it was discovered that failure code 867:00 occurred during infusion, which caused an interruption during delivery. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.